Event description:
It was reported that after a da vinci-assisted surgical procedure, the large suturecut needle driver instrument's jaw insert fell off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a detached carbide insert on one grip(s). The carbide insert was not returned, measuring roughly 0.181" x 0.063" in size. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal.